Manufacturer narrative:
A correlation between the device and the reported pump infection and sepsis could not be conclusively determined. Sepsis and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient expired on (B)(6) 2016 due to (B)(6). The patient¿s bloodstream bacteremia was from an unknown source and the patient¿s pump and implantable cardioverter-defibrillator (ICD) were presumed to be infected. The patient was treated with IV vancomycin & ceftaroline. It was also reported that the patient had metastatic prostate cancer that also contributed to the patient¿s demise. No additional information was provided.